Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when the patient woke up, found out that tubing was detached from the quick release and had high blood glucose level. The site was at the left abdomen and the pump was just beside the patent on bed. The infusion set had been in use for the second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.